Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 366 mg/dl, 129 mg/dl and 125 mg/dl. The customer felt tired with the results. No reported action taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.